Event description:
It was reported the bed alarm did not go off at the bed or nurses station. It was further reported that a patient fell, but there was no adverse consequences to the patient. The device was evaluated, but was not repaired due to the unit not being able to be located when the stryker technician returned to the account.